Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The physician reported that when the sheath was being advanced over the j-wire, he felt the wire would not advance or retract in the sheath. The versacross sheath was removed from the body without harm. The wire was found kinked at the tip of the sheath and got stuck. Hence to resolve the issue, a new versacross kit was opened and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Supplemental MDR submitted to report the investigation results (MDR awareness date: 23nov2023). The device was returned for analysis. The pre-decontamination of device analysis found the guidewire was stuck in the dilator. It remained in one piece with a damaged core wire. There was evidence of coil stacking from the protruding distal end. The guidewire core wire was fractured at the distal end from the protruding end. The post-decontamination of device analysis confirmed the distal end external coil underwent sever deformation. Two notable kinks were noted on the distal around 30cm to 50cm. The testing performed confirmed the guidewire outside diameter and wire pass measurements were within drawing specifications. The hyptoube was not deformed. High magnification imaging measurements confirmed sign of excessive force was visible on the left side of the dilator and its tip was measured to the be out of specification and ovalized. It was noted that the lumen of the dilator experienced material loss. It was noted that the hypotube distal end does feature a chamfer and did not present an edge prone to catch on the guidewire edge. The reported allegations are confirmed. This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The physician reported that when the sheath was being advanced over the j-wire, he felt the wire would not advance or retract in the sheath. The versacross sheath was removed from the body without harm. The wire was found kinked at the tip of the sheath and got stuck. Hence to resolve the issue, a new versacross kit was opened and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.